Manufacturer narrative:
(B)(4). S/w 6.5w. Retainer ring=black. On (B)(6) 2021 customer called in: cracked near battery slot. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with partially broken retainer and missing reservoir tube o-ring. No damage on battery slot noted during visual inspection. In summary, customer allegation for cosmetic damage was not confirmed during visual inspection when no damage found on battery tube side. However, unit received with partially broken retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked near battery slot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.